Event description:
The reporter obtained a blood glucose result of 568 mg/dl on the accu-chek advantage sys in comparison to the professional meter result of 117 mg/dl. No reported actions taken based on the blood glucose comparison. No adverse event reported with the blood glucose comparison. New sys sent to customer and return requested.